Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, at the time of creating the end to end anastomosis on the distal part of colon and of the proximal part of the rectum, the stapler partially cut the tissue, the staple line seemed to be correct, but the surgeon decided to correct the anastomosis and remove uncut tissue. The surgeon was able to pull out the anvil. The surgical time was extended for 30 minutes. The anvil was bent but can be tilted after firing.